Manufacturer narrative:
H3 product analysis: document used: n/a as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: upon visual examination, no damage was found with the echelon-10 hub. However, the hub appeared to be occluded with onyx. The catheter body was found to be kinked at 137.7cm, at ~65.8cm and at ~58.5cm from distal tip. The distal tip was noted to be pre-shaped. No damage was found with the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be 156.2cm. The echelon-10 useable length was measured to be 148.3cm which is within specification. An attempt was made to flush the echelon-10 micro catheter; however, the attempt was unsuccessful as the hub was found to be occluded with onyx. The echelon-10 micro catheter was unable to be used for resistance testing due to its returned condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak at hub/strain relief¿ was unable to be confirmed as the occlusion in hub prevented flushing of the hub. Possible contributing factors to ¿catheter leak at hub/strain relief¿ are an inadequate and/or incomplete hub bonding, resulting in the leak at the catheter hub/strain relief or syringe damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a gap was observed at the connection between the hub and the echelon microcatheter, which prevented the onyx embolic agent from being injected properly. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was normal. Access vessel was the right femoral artery with a 13.2mm diameter. 2026-mar-06 e1 (rep, hcp, for): additional information received. The procedure was completed by replacing the entire access system. There were no issues with the onyx. No causes or contributing factors for the event were identified. It is unknown whether the observed gap or damage was related to a manufacturing issue present prior to use or introduced during device preparation, handling, or use. There was no leaking of the echelon and no damage to the hub. The pru level value is unknown.